Event description:
Additional information received noted the reported diagnostic anomaly was due to a password issue. The pacemaker was able to be interrogated without the required password. No changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was noted with a diagnostic anomaly. The device was explanted. No patient symptoms were reported.